Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the fenestrated bipolar forceps was broken. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes.